Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device.

Event description:
The customer reported via phone call that insulin pump alarmed button error and it could not be cleared. The customer stated that she was riding her bike and the device was against her skin. Blood glucose value was 132 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.